Manufacturer narrative:
(B)(4).. Unit received with energizer alkaline battery installed . Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No crack noted on the display window. Unit had minor/deep scratched display window, cracked reservoir tube lip and scratched reservoir tube window. Drive support disk was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose of 569mg/dl on (B)(6) 2017. The customer stated that their lung collapsed after inhaling a pool cleaning chemical and the insulin pump also obtained damage. The customer was in life support in the hospital and was wearing the insulin pump during hospitalization. The customer's blood glucose level was 154mg/dl at the time of the call. The customer reported that the drive support cap appeared flushed. Troubleshooting for bumped/dropped/cosmetic damage was performed. The customer stated that the lcd display was cracked. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.